Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, and fmea, there is no evidence that the device was out of specification. The most probable root the root cause is a postoperative infected seroma. Lot numbers:p/n 7040-90, lot# i0258 expires 2017-12.p/n 7045-90, lot# 147596 expires 2017-10.p/n 7045-90, lot# 148827 expires 2017-11.

Event description:
On (B)(6) 2013, the surgeon performed a left si joint arthrodesis utilizing the ifuse implant system placing three implants (7 x 45mm, 7 x 45mm, and 7 x 40mm). The patient is currently enrolled in the (B)(6) study. The patient had good initial relief of her si joint pain. At approximately 10 days post-operatively, the patient was complaining of swelling in the peri-incisional area and drainage from the surgical incision. These symptoms did not resolve. On (B)(6) 2013, the operating surgeon performed a surgical irrigation and debridement procedure. The patient has had no further wound problems. The wound is now healed. No ifuse implants were explanted, adjusted or added. Per si-bone vp of medical affairs: ¿medical review of this case shows this to be a postoperative infected seroma. The infection is related to the index ifuse surgery. The infection required treatment with surgical irrigation and debridement in addition to antibiotic therapy. The patient has no lasting or ongoing wound problems. The patient has no ongoing pain or neurologic problems related to the ifuse surgery.¿